Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, ruptured plaque was noted. The target lesion was located in the 3rd obtuse marginal. The lesion was predilated with a 2.0x15mm apex device. A 2.25x16mm taxus express2 atom stent delivery system was advanced but did not cross the lesion. The physician exchanged the device for a 2.0x12mm non-bsc sds to complete the procedure. Ruptured plaque was noted, but it is not known when during the procedure this occurred. Additional information has been requested and is not available.

Manufacturer narrative:
The homechoice was evaluated by the product analysis lab (pal) for the reported difficulties of check supply line, low drain volume, malfunction / not intended function (not taking solution from the purple bag) & se 2264. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. Check supply line. Confirmed in the logs and not duplicated during the pal evaluation. Assignable cause: undetermined. Low drain volume: confirmed in the logs and not duplicated during the pal evaluation. Probable cause: previous therapy aborted with a patient volume of 323 ml. Malfunction / not intended function (not taking solution from the purple bag). Not confirmed in the logs and not duplicated during the pal evaluation. Assignable cause: undetermined. Se 2264 (software error). Confirmed in the logs and not duplicated during the pal evaluation. Assignable cause: undetermined.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a check supply line alarm that appeared on the display of the patient's homechoice (hc) unit while refilling heater during the fill cycle. The cg stated that the female hp went to the hospital because of the problem and that the hp was not getting enough dialysis. Follow-up information was received from global pharmacovigilance which indicates the patient reportedly experienced chest pain and was hospitalized on an unspecified date in 2009. It is unknown what interventions were required or provided during the hospitalization. The facility nurse indicated the patient has a long history of cardiac issues that included open heart surgery on an unknown date and stent placement a couple months ago. The nurse believed that the chest pain was not related to the peritoneal dialysis (pd) therapy, but to the patient's history of cardiac issues. Conflicting information has been received from the cg and the facility nurse. The patient was discharged from the hospital in 2009 in good condition. The caregiver (cg) reported that the hc machine had been having issues with refilling heater in the morning, and the hc machine would not take solution from the purple bag to use on the last fill. The tsr also found low drain volume and system error 2264 in the alarm log. The cg requested swap of the hc machine which was provided. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) machine for the hp until the replacement machine arrived. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
The customer reported that the device was rebooting intermittently.

Manufacturer narrative:
(B) (4). In an effort to clarify the discrepancy noted in the event log during the evaluation of the device, multiple conversations were held with the facility nurse. Investigation by the facility nurse has determined that the patient was hospitalized from (B) (6) 2009 until (B) (6) 2009 because of the patient complaint's of chest pain and possible fluid overload. The husband contacted baxter on (B) (6) 2009 requesting the homechoice device be swapped for a new device. The facility later determined that the husband had inadvertently been setting up the patient's peritoneal dialysis therapy incorrectly. The husband was retrained and the patient's outcome has been good.

Manufacturer narrative:
Evaluation summary indicates: the homechoice device was evaluated by the product analysis lab (pal) for the reported difficulties of check supply line, low drain volume, malfunction / not intended function (not taking solution from the purple bag) & system error(se) 2264. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. Check supply line. Confirmed in the logs and not duplicated during pal evaluation. Assignable cause: undetermined. Low drain volume: confirmed in the logs and not duplicated during pal evaluation. Probable cause: previous therapy aborted with a patient volume of 323 ml. Malfunction / not intended function (not taking solution from the purple bag). Not confirmed in the logs and not duplicated during pal evaluation. Assignable cause: undetermined. Se 2264 (software error). Confirmed in the logs and not duplicated during the pal evaluation. Assignable cause: undetermined. A check supply line alarm is an auto restart alarm that will occur when the supply line is closed due to kink, closed clamp or an empty bag. A low drain volume is an auto restart alarm that will occur when a low-flow and/or no-flow condition occurred before the programmed minimum drain volume % (or initial drain volume) was completed. A refill not finished alarm is a manual restart alarm that will occur when an attempt has been made to bypass the replenishment portion of the dwell phase of the therapy, and it has not yet been completed. The se 2264 alarm (software error) was addressed by cycling the power. A review of the devices cycle x cycle uf log revealed no ultra filtration (uf)s that exceeded the current iipv criteria.